Event description:
It was reported that over a month post implant the patient was experiencing diaphragmatic stimulation due to the atrial lead. The lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 implantable tachy lead implanted: (B)(6) 2013. (B)(4).